Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized and was treated with meropenem injection (1g, intraperitoneal), fortum injection (1g, intraperitoneal, once a day) and amikacin injection (125mg, intraperitoneal, once a day) for the event. The cause of the event, patient outcome and action taken with pd therapy were not reported. No additional information is available.